Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised approximately 28 months after implantation for pain, swelling and range of motion loss. At the time of this surgery, the femoral component was found to be loose and the tibial component showed anterolateral delamination of porous tantalum from the metal baseplate. Synovitis was also present.